Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 13 years and 2 months post implant of this 25mm bioprosthetic aortic valve, it was replaced valve-in-valve with a transcatheter valve. The reason for replacement was reported as aortic stenosis, severe aortic regurgitation, and high gradients. No adverse patient effects were reported.